Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer was transported via emergency medical services to the emergency room (ER) due to a blood glucose (bg) level of 29 mg/dl and a loss of consciousness. The cause of the low bg was unknown. Bg was addressed via glucagon injection and intravenous saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.